Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (15 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred. The event date was reported to be (B)(6) 2018, but stall was reported to have happened on other occasions. Pump logs were read. The drug was removed, saline was inserted, and minimal rate was started. No actions were taken. Surgical intervention did not occur; it was unknown if it was planned. The patient status was unknown. It was unknown if the issue resolved. Contributing factors were unknown. There were no reported symptoms. No complications were reported. Additional information was received. It was reported the patient experienced symptoms and had to be managed with oral medication. There were no plan to remove the pump at the time. Additional information was received. Pump logs from an interrogation on (B)(6)2018, at 09:54 were provided. A motor stall occurred on (B)(6) 2018, at 18:06, with a recovery at 20:09. Another stall occurred on (B)(6) 2018, at 04:21, with a recovery on (B)(6)2018, at 22:28. Another stall occurred on (B)(6) 2018, at 05:56, a stopped pump period may exceed tube set message occurred on (B)(6) 2018, at 05:56, and a recovery occurred on (B)(6) 2018, at 20:39. The last stall was reported to have occurred while the patient was at home. They denied using an electric blanket, computers, or having a CT/MRI at this time. The hcp indicated that, as this had happened twice in recent times, maybe the pump was faulty.